Manufacturer narrative:
Product reference 4433750is not cleared in USA, but this reference has the same catheter as the product reference 5433750 cleared under #510k130576. Batch history review: the batch history review was performed. The batch has been manufactured in compliance with our specifications and does not present any discrepancy. No other incident has been declared on this batch of access ports;. Investigation results: despite manufacturer's requests, either the device nor the x-ray pictures have been returned for evaluation. Conclusion: the device was not returned for evaluation. The complaint cannot be confirmed and no hypotheses cannot be drawn to explain the extravasation observed during drug injections but not during contrast media injection or during functional test before attempting to start infusion. This is an isolated case. The IFU's specify to always verify that the port and catheter are functional before attempting to start an infusion. If resistance to injection is noted, or if swelling occurs around the port or along the catheter, device malfunction should be suspected and infusion should be stopped.

Event description:
Extravasation of liquid noted during injection. On (B)(6) 2016 : the patient received an implantable access port placed under local anaesthesia. The central catheter was inserted via the right cephalic vein and the port was fixed to the right pectoral muscle. The position of the catheter was verified under fluoroscopy and the port tested with nacl. On (B)(6) 2016: the patient received a cycle of folfox 4 successfully administered via the access port. On (B)(6) 2016: the patient received another cycle of folfox 4. During the infusion of oxaliplatin, the patient went to the toilet. Shortly after, the patient complained of pain in the right shoulder. Extravasation of oxaliplatin was confirmed. Clinical consequences: significant oedema around the port, sensation of numbness at the level of the associated shoulder with mechanical constriction, administration of the remaining medication was postponed until the next day. On (B)(6) 2016: contrast medium studies of the port was performed, there was no evidence of leakage. A new cycle of folfox 4 was performed. Extravasation of oxaliplatin was again seen during the infusion. On (B)(6) 2016: access port was removed under local anaesthesia: the implantation of a PICC line is programmed for other cycles of folfox 4.